Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer's blood glucose (bg) was 40 mg/dl due to the customer stacking insulin. Glucose tabs and juice were consumed to address low bg.